Event description:
It was reported that during infusions with spectrum pumps, many upstream occlusion alarms are observed due to the primary tubing set hanging below the pump. Any patient injury is unknown and no additional information could be obtained.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.